Event description:
A review of service data detected a reportable event. During servicing, the pins on the trunk cable connector of electrode belt sn (B)(4) were bent. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector pins were bent, which prevented the electrode belt from connecting to a monitor. The root cause for the bent connector pins could not be positively identified but was likely excessive force on the connector. No adverse event resulted from the bent pins. The last pt to use this electrode belt did not report any deficiencies.